Event description:
A positive and negative troponin ultra result was obtained on a pt sample that was tested in duplicate. These results were not reported to the physician. The pt sample was tested again in duplicate and the repeat results were both negative. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the discordant troponin ultra results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. No further eval of the device is required.